Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right atrial (ra) pacing not delivered when required and low ra impedance measurements of less than 200 ohms. A surgical revision was performed and the device was explanted and replaced due to being near elective replacement indicator (eri). No additional adverse patient effects were reported.